Event description:
It was reported that following an implantable pulse generator (ipg) upgrade, the patient was experiencing a muscle pull going right across the lower part of the back the patient was prescribed a steroid patch.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple days after the ipg upgrade procedure.